Manufacturer narrative:
Product event summary: a pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation of the driveline could not be performed since the device serial number is unknown. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Of note, a driveline repair was performed. Based on the available information, a possible root cause of the reported alarms can be attributed to driveline damage, marginal connection between the driveline and controller or contamination of the driveline connector. This event was reported in the q4 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient was hospitalized after the patient woke up at home to her ventricular assist device (vad) alarming electrical fault. Flows and wattage were in an increased state per medical records. The patient presented to the hospital and driveline was immobilized per medtronic reps who arrived the next day and repaired the driveline. The vad parameters returned to normal and no more alarms noted. The vad remains in use. No further patient complications have been reported as a result of this event. This event was reported in the q4 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.